Event description:
It was reported that while using kit bd max enteric viral panel false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it has positive rota results without a clear exponential course in the fluorescence intensity."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit bd max enteric viral panel false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it has positive rota results without a clear exponential course in the fluorescence intensity."

Manufacturer narrative:
This MDR should be considered cancelled. It was determined to be a duplicate complaint of MFR report #: 1119779-2022-00742.